Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room near syncope. The pulse generator was found in backup vvi with no pacing support. Due to low battery status, further troubleshooting could not be performed. The pulse generator was explanted and replaced due to normal elective replacement indicator.